Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device was double counting on pvcs (premature ventricular contraction) (twos (t-wave oversensing) post-pvc). It was noted that the transmission report showed a nonsustained event with twos. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.